Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was attempted to be used to treat a moderately tortuous, moderately calcified lesion in the proximal circumflex. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. The circumflex came off the left main at an acute angle and some calcium was notched at the ostium. It is reported that the device failed to cross the lesion and while withdrawing the device from the patient the stent dislodged. The procedure was completed using another stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent dislodged in the body. It was removed by placing a balloon into the dislodged stent. The balloon was slightly inflated and pulled out of the body. A non-medtronic stent was used to compete the intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. If information is provided in the future, a supplemental report will be issued.